Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim pink faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the test on the display screen was found to be dim, pink faded and discolored. A test display was used and the test screen is fully functional and illuminated. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn which has no effect on insulin delivery. (B)(6). Device history record review was conducted on (B)(4) 2013, with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.